Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue, and was instructed to monitor and report if any malfunction code recurred; the caller confirmed understanding.